Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 34-year-old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon, acetaminophen and hydrocodone. Concomitant products included baclofen, diclofenac, ethinylestradiol;etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2014 and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding"), 1 month 31 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, vaginal discharge, back pain and abdominal pain had resolved and the dyspareunia, infection, menstrual disorder, female sexual dysfunction, allergy to metals, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure. Current weight 148 lbs. Approximate weight at the time of essure placement 146 lbs. Patient received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 138.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2016: findings contrast is injected into a trans cervical uterine catheter. Uterine cavity fills there is bilateral proximal fallopian tube obstruction with essure occlusion devices in good position. Impression: successful bilateral proximal fallopian tube occlusion with essure occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events severe pelvic pain, abnormal bleeding, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), urinary tract infection, vaginal infection, vaginal discharge, lower back pain and abdominal pain was updated to recovered/resolved. Reporter causality comment was added. New reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a (B)(6) year old female patient who had essure (batch no. B53031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: implanon, acetaminophen and hydrocodone. Concomitant products included baclofen, diane (minerva), diclofenac, ethinylestradiol; etonogestrel (nuvaring) from (B)(6) 2013 to (B)(6) 2014 and levonorgestrel (mirena). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal bleeding"), 1 month 31 days after insertion of essure. On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure treatment was not changed. At the time of the report, the pelvic pain, back pain and abdominal pain was resolving and the genital haemorrhage, dyspareunia, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, female sexual dysfunction, cystitis, urinary tract infection, vaginal discharge, allergy to metals, anxiety, depression and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, infection, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient underwent treatment due to complications from the essure. Current weight (B)(6). Approximate weight at the time of essure placement (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 138.6 kg/sqm. Hysterosalpingogram on (B)(6) 2014: results: essure device was successfully occluded. On (B)(6) 2016: hysterosalpingogram: findings: findings contrast is injected into a trans cervical uterine catheter. Uterine cavity fills there is bilateral proximal fallopian tube obstruction with essure occlusion devices in good position. Impression: successful bilateral proximal fallopian tube occlusion with essure occlusion devices. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: pfs received outcome of event " pain" was updated as recovering. Surgery information and date of removal were added. Case updated as incident from other event. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. B53031) for female sterilisation. Additional non-serious events are detailed below. Previously administered products included: hydrocodone, acetaminophen and implanon. As concurrent condition the report mentioned body mass index normal. Concomitant products included nuvaring (ethinylestradiol;etonogestrel) from 10-feb-2013 to 29-sep-2014, baclofen, diclofenac, other therapeutic products and mirena (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013 she experienced genital haemorrhage ("abnormal bleeding"). On (B)(6) 2014 she experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014 she experienced dyspareunia ("dyspareunia"). On (B)(6) 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016 she experienced urinary tract infection ("urinary tract infection"). . On unknown date she experienced infection ("infections"), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and back pain ("lower back pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018 at the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, vaginal discharge, back pain and abdominal pain had resolved. The outcomes for dyspareunia, infection, menstrual disorder, female sexual dysfunction, allergy to metals, anxiety, depression and weight increased were unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: patient underwent treatment due to complications from the essure. Current weight 148 lbs. Approximate weight at the time of essure placement 146 lbs. Patient received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.522 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2016: findings contrast is injected into a trans cervical uterine catheter. Uterine cavity fills there is bilateral proximal fallopian tube obstruction with essure occlusion devices in good position. Impression: successful bilateral proximal fallopian tube occlusion with essure occlusion devices. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: patients height & body mass index corrected. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 34 year-old female patient who had essure inserted (lot no. B53031) for female sterilisation. Additional non-serious events are detailed below. Previously administered products included: hydrocodone, acetaminophen and implanon. As concurrent condition the report mentioned body mass index normal. Concomitant products included nuvaring (ethinylestradiol;etonogestrel) from (B)(6) 2013 to (B)(6) 2014, baclofen, diclofenac, other therapeutic products and mirena (levonorgestrel). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2013 she experienced genital haemorrhage ("abnormal bleeding"). On (B)(6) 2014 she experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: anxiety, mental anguish") and depression ("depression") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2014 she experienced dyspareunia ("dyspareunia"). On (B)(6) 2014 she experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"). In (B)(6) 2016 she experienced urinary tract infection ("urinary tract infection"). On unknown date she experienced infection ("infections"), menstrual disorder ("menstruation issues"), female sexual dysfunction ("apareunia"), cystitis ("bladder infection"), vaginal infection ("vaginal infection"), allergy to metals ("nickel allergy") and back pain ("lower back pain").essure was removed on (B)(6) 2018. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, heavy menstrual bleeding, cystitis, urinary tract infection, vaginal infection, vaginal discharge, back pain and abdominal pain had resolved. The outcomes for dyspareunia, infection, menstrual disorder, female sexual dysfunction, allergy to metals, anxiety, depression and weight increased were unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, cystitis, depression, dyspareunia, female sexual dysfunction, genital haemorrhage, heavy menstrual bleeding, infection, menstrual disorder, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure administration. The reporter commented: patient underwent treatment due to complications from the essure. Current weight 148 lbs. Approximate weight at the time of essure placement 146 lbs. Patient received treatment for pain, bleeding and bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 21.522 kg/sqm. [Hysterosalpingogram] on (B)(6) 2014: results: essure device was successfully occluded; on (B)(6) 2016: findings contrast is injected into a trans cervical uterine catheter. Uterine cavity fills there is bilateral proximal fallopian tube obstruction with essure occlusion devices in good position. Impression: successful bilateral proximal fallopian tube occlusion with essure occlusion devices. Lot number: b53031 manufacture date: 2013-07 expiration date: 2016-07. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 04-jul-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.